Event description:
The patient experienced a generalized seizure on and appeared to have frequent seizures. The patient has an intellectual disability and resides in a group home. Although no one directly witnessed the seizure events, the patient was later found covered in blood from a head injury. Imaging revealed a subdural hematoma due to a skull fracture, as well as fractures of the ribs and lumbar vertebrae (it is unknown what caused these adverse events). No other relevant information has been received to date.